Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding c2602 cusa excel 36khx straight handpiece (same patient, same product ID, same incident date, different product serial numbers). This is in regards to the first s2602 handpiece used. It was reported that the handpiece was being sent for repair because it was getting to hot to hold during use. Additional information was received on (B)(4) 2014 from the sales territory manager with the following: on (B)(6) 2014, a patient (patient age and gender were not provided) underwent a brain tumor resection. The product problem occurred within 15 seconds of the handpiece being used. The patient was already anesthetized when the problem occurred. There was no patient or user harm. The surgeon just could not hold the handpiece after 15 seconds because ti was too hot so he stopped using it. A second handpiece (serial number ot be confirmed) was used, which also heated up. The tumor had to be resected without using the cusa. It was reported that after the sales territory manager spoke with the charge nurse at the user facility, it was noted that the surgeons were choking up on the handpiece and potentially coming in contact with the tip. Choking of the handpiece was clarified as surgeons were bringing their hand down towards the tip for added control and may be coming in contact with the plastic flue covering the tip. The sales territory manager tested the second handpiece and had biomed take a look at it as well and it was in fully working order. It turned out there were no issues with their second handpiece.